Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm.the customer¿s blood glucose level was 171 mg/dl and sensor glucose was 98 mg/dl.the sensor glucose value that triggered the suspend event was 120 mg/dl, 70 mg/dl, 50 mg/dl and suspend on low limit in sensor settings was 60 mg/dl. The customer was advised to monitor and change sensor if issue persists. The sensor will not be returned for analysis.